Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited extended charge time. Technical services explained to the local guidant representative that it is normal device behavior for this model to exhibit an extended charge time at the mid-life point and that this charge time should decrease slightly as time goes on. Paperwork was sent to the physician that explained the behavior of the device, and it was reported that the physician had no further questions. Additional information was provided that the device reached elective replacement indicator (eri) and longevity was questioned. The device was explanted, replaced and returned to boston scientific for analysis.